Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the motor device was running slightly warm. The reporter stated that the event occurred towards the end of the procedure. There was no delay in the procedure due to the event. It was reported that the procedure was successfully completed with the same device. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was running hot was confirmed. An assessment was performed on the device which found that the unit reflected heat with a reading of 119 degrees fahrenheit (specified reading is temperature shall not exceed 118 degrees fahrenheit), and the thermistor failed. It was also observed that the flex circuit potting was cracked / corroded. It was determined that the flex circuit was worn from normal use over time which is consistent with a cracked flex circuit potting. It was further determined that this is what caused the thermistor to fail and the unit to overheat. The assignable root cause was determined to be due to component damage caused by normal use and servicing over time, the failure was caused by worn out motor components. If additional information should become available, a supplemental medwatch report will be submitted accordingly.